Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device . Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.